Manufacturer narrative:
(B)(4): the peritonitis is being investigated in this report because there is no information suggesting that the device has cause or contributed to this incident of peritonitis. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available.

Event description:
The patient's husband contacted baxter's technical service representative in (B)(4) on (B)(6) 2011 to request a swap of the home choice device because his wife had peritonitis. He reported that the physician suggested they replace the device because it has caused the patient's infection. The husband had no information about the patient's outcome. During a follow up call with the nurse at the hospital on (B)(6) 2011, the nurse indicated that the patient presented with symptoms of peritonitis on (B)(6) 2011. The nurse reported the patient did not improve after being treated with antibiotics (dates unknown) and was subsequently hospitalized on (B)(6) 2011. During another follow up call on (B)(6) 2011 with the nurse she confirmed that the patient was discharged from the hospital (date unknown). Additionally, she reported that they do not associate the peritonitis with any baxter product. No further information was available.